Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose level was 600 mg/dl. The customer admitted at howard young medical center on (B)(6) 2015. The customer spent 3 hours in hospital and then release as blood glucose were better. The customer is wearing the insulin pump at the time of emergency. The significant events leading to the emergency room visit was bent cannula. The patient was treated in the hospital for high blood glucose.